Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 55 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found damaged 34.5 and 38 cm proximal to the lead tip. These damages probably occurred during the extraction procedure due to surgical tools. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported loss of capture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This rv lbb lead was explanted due to loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.